Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion seam, a dirty camshaft, contaminated expulsor, and had worn valves. Functional testing was able to duplicate the reported problem. It was determined that the root cause was from the fluid ingression on the cam shaft. The motor, the expulsor and valve assembly were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 1/16/2024.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a ¿motor train not working properly, failed occlusion¿ message. No patient injury was reported.